Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant of the implantable cardioverter defibrillator (ICD) system, the patient underwent renal dialysis treatment. During the period of dialysis the patient went into ventricular tachycardia (vt)/ventricular fibrillation (vf) which necessitated external defibrillation. The defibrillation "failed" and the patient passed away. Attempts to obtain additional information were unsuccessful.